Event description:
It was reported that a pump malfunction occurred, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappears.